Manufacturer narrative:
The case being processed here had to be reopened, as it was originally reported that no product would be sent in and the case was therefore already completed. Following a delay, the sample was sent to us after all. We assessed the sample and decided to carry out the investigation. During our examination, a smooth cut edge is visible on the catheter pieces. The cut surfaces are very smooth. Testing catheters under tension to the point of tearing shows a raw and uneven surface. Bringing the two parts together shows that no part is missing and no uneven areas are visible. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. The examination of the return has been completed with the drafting of this report.

Event description:
The sample was sent in and could finally be investigated no patient involvement/harm.

Event description:
No sample was returned for examination.

Manufacturer narrative:
Due to the limited information and the missing product investigation is restricted to traceability of manufacturing and quality control data. An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system, our traceability indicates that the shunt system was in perfect condition. A final clarification of the cause what has led to the "leakage" is only possible by an examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsytsem (#fx434-t) was implanted during a procedure performed on (B)(6) 2024. After surgical implantation, leakage was found in the abdominal catheter, and the shunt tube was replaced to complete the surgery the complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the delay in the surgical procedure.